Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date in 2024 and topical skin adhesive was used. Patient came back with bad skin reactions and would have to come back to the ER for treatment. It was noted that the patient has been treated and recovered okay. Adhesive was removed and treated with benadryl and steroids. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: reporting that 4 times they have had patients come back with bad skin reactions. Additional information has been requested and received. Dr. (B)(6) and he told me he had 3-4 ¿pretty bad reactions¿ to prineo on his total knee arthroplasties. I tried to follow up later for more patient details with dr. And his pa with no success. I also haven't seen him at the hospital for a few weeks to ask him again about the reactions. After he told me about it, I asked him the following questions in the case: what was the procedure name? Total knee arthroplasties. Do you pre-screen? Patients allergic to cyanoacrylate or formaldehyde? Fake eyelashes/fingernails, adhesives, glues. Answer: no do you apply one thin layer only? On a clean dry, hemostatic wound? Answer: yes do you wipe up excess prineo from around the site on the surrounding skin? Answer: yes do you wait at least 60 seconds to dry? Answer: yes what treatment was performed? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please specify? How did you treat the reaction? Dr. Answer: benadryl & steroids and removal of prineo. Current patient status. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? He thinks it happens on patients that have been exposed to it before. Revisions. Dr. Thinks there are possibly 2 reasons for the reactions: he wanted to know if we changed the formula. I said we did not and confirmed. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.